Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral dcb were used to treat the left prox, mid and distal sfa. During a reavascularization procedure the patient was treated with an in pact admiral pta. Approximately 11.5 months post procedure the patient suffered critical limb ischemia reported as probably related to the target lesion and was treated with a in pact admiral dcb. The event is resolved. The investigator and sponsor assessed the event as not related to the device, procedure or paclitaxel.